Manufacturer narrative:
Complaint confirmed, the triggers disassembled from both devices. The pin holding the assembly was missing on both devices and one device had excessive denting. The device pin weld was determined to meet specifications. The rest of the mechanism functioned as intended. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-9510-2 broke in four pieces while being used in a reverse total shoulder. All fragments were retrieved from the patient, and the case was completed without further issue.